Event description:
It was reported that during a laparoscopic cholecystectomy, the device fired a couple of clips and two would not close all the way. The two clips were removed from the patient with a grasper. The surgeon tried to fire the device a few more times and the device jammed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.